Event description:
Defective PICC lines (2). One PICC with hole in hub had to be repaired within 24 hrs. Second PICC with leaks along catheter (3 inches from hub) primed without leaking, then leaking with insertion. No trauma was introduced.